Event description:
It was reported that since (B)(6) 2013, the pt is no longer having any access to sound. He was having beforehand excellent results with his cochlear implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.